Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected to exhibit premature battery depletion (pbd). It was noted the patient was device dependent and this device was in the high internal battery impedance in a subset of accolade pacemakers and crt-ps advisory population. This crt-p was explanted, replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported.